Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device paddle test failed. There was no patient involvement.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device failed the paddles safety check. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.